Manufacturer narrative:
H.6 investigation summary: bd had not received samples or photos for investigation. Therefore, 20 retention samples from bd inventory were evaluated by visual examination and functional testing, each having their eclipse shields activated, and no issues were observed relating to breaking needles as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode breaking needles. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.

Event description:
It was reported that bd vacutainer® eclipse¿ blood collection needle with pre-attached holder experienced needle breakage. 5 occurrences. There was no report of patient impact. The following information was provided by the initial reporter: customer has been experiencing breaking of our 368650 needles. - was there an injury due to the product issue? N. - did exposure to blood/ bf occur? N. - if exposure occurred was there any post exposure testing or medical intervention? N.

Event description:
It was reported that bd vacutainer® eclipse¿ blood collection needle with pre-attached holder experienced needle breakage. 5 occurrences. There was no report of patient impact. The following information was provided by the initial reporter: customer has been experiencing breaking of our 368650 needles. Was there an injury due to the product issue? N. Did exposure to blood/ bf occur? N. If exposure occurred was there any post exposure testing or medical intervention? N.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.